Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. There are several failure modes of the device that could lead to foreign material present in device, which include but are not limited to a device malfunction or defective components. Additionally, the evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that at this point that unknown factors most probably contributed to the complaint/event. The device history record (DHR) met all material, assembly and performance specifications. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy to treated benign prostatic hyperplasia, there was found a piece of plastic at the tip of the delivery device. This event occurred inside the patient. The procedure was completed with another of the same device. There was no patient complication.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. During functional testing, the device foreign material present in device could not be substantiated, and no other fault, damages or abnormalities were identified. There was no foreign material in the bag, on the tip and in the shaft of the device. A syringe was not returned with device, and the device passed the visual inspection. No damage or abnormalities were found. Additionally, the device passed mechanical testing. The needle was retracted and deployed, and the function of the buttons worked as intended. A replacement lab syringe was used for functional testing. The device also passed the functional testing. The device performed prime, pretreatment, and 5 full treatments without any issues or errors. The evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that the product operates as intended with no issues. The device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of device foreign material present in device is defined in the risk documentation. Based on the information available, a conclusion code of device problem excluded was assigned to this investigation.

Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy to treated benign prostatic hyperplasia, there was found a piece of plastic at the tip of the delivery device. This event occurred inside the patient. The procedure was completed with another of the same device. There was no patient complication.

Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy to treated benign prostatic hyperplasia, there was found a piece of plastic at the tip of the delivery device. This event occurred inside the patient. The procedure was completed with another of the same device. There was no patient complication.